Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Per the distributor in (B)(4) , the patient said that the controller started to beep continuously for 10 seconds and then stopped beeping. The beeping had a soft sound. It occurred while the patient was ambulating. The distributor did a controller exchange. There was no effect on the patient.

Manufacturer narrative:
One (1) controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Review of the controller log files revealed no occurrences of alarms logged on or near of the reported event. The reported event was not confirmed. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.